Manufacturer narrative:
The date of manufacture is unknown. The manufacturing location was unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance which is also classified as misuse, abuse and or use error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the compact air drive device did not work in reverse mode. During service and evaluation, it was observed that the trigger was blocked and jammed. It was also observed that the device failed the following pretests: check reverse locking mechanism and check triggers for fwd / rev mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.